Event description:
It was reported that a pump unexpectedly shut down. There was no information available about the impact on the customer's blood glucose level. The pump was not returned as expected, so the complaint was closed without further action.